Event description:
It was reported the patient received inappropriate shocks for af and for noise on rv lead. In a previous follow up noise was observed and misdiagnosed as vf.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.